Event description:
Potential for injury associated with a tdxsp-cg power chair with the bushing in the walking beam worn and the caster cambered. This could cause instability in the device and could result in injury to the user.